Event description:
It was reported by the hospital that the device was used for a laparoscopic cholecystectomy. It was reported that clips were not forming properly. The case was completed wtih a similar device. There was no consequence to the patient.